Event description:
It was reported the pt lost his scs system's pt programmer and charger six months to a year ago, and is without stimulation. The pt stated he does not remember if he turn off the stimulation or if the ipg just depleted. The pt was sent a new charger, however, the pt reported he was unable to established communication with his ipg. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.